Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mid left anterior descending (lad) artery. The physician placed two 3.0mm non-bsc stents. When the physician advanced the 3.0x12mm liberte bare metal stent through the just placed stents, the liberte got caught and dislodged inside the patient . The doctor was unable to locate the stent to retrieve it. The stent remains inside the patient. The procedure was completed with another stent. No additional patient complications were reported and the patient's current condition is listed as "ok". Additional information was requested, but was unavailable.